Event description:
During surgery the nurse observed that two drills were broken at the same area. Replacement was available to complete the procedure.

Manufacturer narrative:
Investiation in progress, but not yet complete.